Manufacturer narrative:
A review of complaints for architect ca 19-9xr (lot 39825fp01) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Historical performance in the field of reagent lots using world-wide data through abbottlink was evaluated. The patient median result for lot 39825fp01 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect ca 19-9xr (lot 39825fp01) assay. This report is being filed on an international product, list number 2k91-74 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported a falsely elevated architect ca19-9xr result on a patient diagnosed with pancreatic cancer. Results provided: 650 u/ml (reference range: < 37 u/ml), previous week result was 200 u/ml no impact to patient management was reported.